Event description:
Healthcare professional later reported right side "implant intact", ¿no hole¿, ¿no leak", "implant had creases", capsular contracture baker grade I/ii, and noted damaged cause by explant surgery as "existing leak enlarged by removal through incision". The leak is not device-related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed as fold flaw opening; capsular contracture-breast: unable to observe since it is not related to the device; use error-breast: not observed; crease/ folding of implant-breast: observed, fold creases. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a possible right side rupture. Healthcare professional later reported right side "implant intact", ¿no hole¿, ¿no leak", "implant had creases", capsular contracture baker grade I/ii, and noted damaged cause by explant surgery as "existing leak enlarged by removal through incision". The leak is not device-related. Device has been explanted and replaced.

Event description:
Healthcare professional reported a possible right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: possible rupture.